Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage at the tip of the blade. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Additional observation(s) related to customer reported complaint: the instrument was found to have a missing fragment at the tip of the blade. The fragment was approximately 0.44mm x 0.34mm. The missing fragment was not returned with the instrument. The complaint was confirmed by failure analysis. Image review: a review of the provided images is consistent with the reported jaw damage and the complaint being about the 8mm monopolar curved scissors (mcs) instrument. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure a 8mm monopolar curved scissors (mcs) instrument had a damaged jaw. No fragments fell into the patient. The procedure was completed with no reported injury.